Manufacturer narrative:
A1 - patient identifier: (B)(6) a2 - age at time of event: 76 years old at the time of enrollment.

Event description:
Elegance clinical trial it was reported that vessel dissection occurred. The subject underwent treatment with ranger drug coated balloon on (B)(6) 2024 as a part of the elegance clinical trial. The target lesion #001 was in the left proximal superficial femoral artery extending up to left mid superficial femoral artery with 4.8 mm proximal reference vessel diameter and 3.5 mm distal reference vessel diameter with 200 mm lesion length with 75% stenosis and was classified as transatlantic inter society consensus (tasc) ii b lesion. Prior to the target lesion treatment with the study device, pre-dilation was performed using 5 mm x 220 mm sterling pta balloon. Treatment of target lesion was performed by dilation using study device, 5 mm x 200 mm ranger drug-coated balloon. Following treatment was performed by placement of 5 mm x 60 mm innova bare metal stent and the final residual stenosis was noted to be 0%. In addition, during index procedure, moderate stenosis noted in left tibioperoneal trunk (tpt) was treated by dilation using 4 mm balloon and completion angiogram showed patent tpt. On (B)(6) 2024, on the same day of index procedure, during the treatment of target lesion 001, a flow limiting dissection of grade c was noted in the left proximal superficial artery due to 5 mm x 200 mm ranger drug coated balloon. In response to the complication, repeat balloon angioplasty was performed in the target lesion followed by the placement of 5 mm x 60 mm innova bare metal stent. On the same day, the event was considered as resolved. On (B)(6) 2024, the subject was discharged from the hospital on aspirin.